Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. No replacement product needed at this time. Complaint resolved by training during the time of the call. Product is working as designed. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product letter to the customer. No address on file.

Event description:
Consumer reported complaint for e-5 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer feels did report symptoms of excessive thirst, frequent urination and blurry vision. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed fasting by customer and produced test results of 577 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history. Customer is using proper testing technique. Meter read e-5 once the blood is absorbed. Customer states he has excessive thirst, frequent urination, and blurry vision. Meter read the blood 577 mg/dl fasting. Customer states that he is going to take his insulin as advised by his doctor previously. Customer was instructed to call his doctor and to call 911 due to his high results and diabetic symptoms.